Event description:
It was reported that the customer had lateral vacuum issues during the breast biopsy. The reported issues were constant vacuum during the procedure. The procedure was completed with no pt consequence.

Manufacturer narrative:
H3: evaluation summary: the analysis site could not confirm that the control module was returned with vacuum issues, as the complaint described could not be duplicated. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.